Event description:
On (B) (6) 2009, a (B) (6), male, patient, underwent aaa repair. The patient's anatomical form was not suitable for endovascular repair since the proximal neck was an inverted funnel shape (greater than 10% increase in diameter). The procedure was performed as labeled. On (B) (6) 2009, the patient complained of leg pain. CT revealed that the contralateral iliac leg was kinked and occluded with thrombus. The physician performed thrombolytic therapy and placed another manufacturer's stent at the site. After the additional treatment, the occlusion of the contralateral iliac leg was resolved. The stent patency was confirmed.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the ifc emphasizes: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." Additionally the IFU states, "key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (greater than 60 degrees for infrarenal neck to axis of aaa or greater than 45 degrees of suprarenal neck relative to the immediate infrarenal neck)... Necks exhibiting these key anatomic elements may be more conductive to graft migration." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description. A definitive root cause can be determined or reported at this time. However, the patient's anatomy may have been a contributing factor to the kink. We will continue to monitor for similar complaints.